Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effects of occlusion and dissection are listed in the electronic proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures were successfully pre-placed, the sheath was upsized to 14f and the procedure was completed. Reportedly, post procedure there was slow flow down the femoral artery. An intimal dissection was noted which occluded the vessel. The intimal dissection and occlusion were treated via surgery. Hemostasis was achieved via surgical suturing and a patch. The patient is doing well. No additional information was provided.